Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified a sharp crease opening on radius, stress marks, crease folds and wear abrasion. Based on the device analysis the final assessment is: a sharp crease opening on radius due to fold flaw opening.

Event description:
Patient reports left side capsular contracture, baker grade unknown. Additionally, healthcare professional reports left side rupture. The device has been explanted.

Event description:
Patient reports left side capsular contracture, baker grade unknown. Additionally, healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side capsular contracture, baker grade unknown. Additionally, healthcare professional reports left side rupture. The device has been explanted.